Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 5.0, lab: 3.3. Customer was using the 21 gauge lancet for testing.

Manufacturer narrative:
Investigation pending.